Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device did not fire. There is no add'l info regarding the event which occurred sometime in november, 1997. There was no consequence to the pt.